Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and tvt was implanted concurrently with cystoscopy. It was reported that following insetion the patient experienced pelvic and vaginal pain, dyspareunia and partial urinary retention. It was reported that the patient underwent mesh excision on (B)(6) 2014 under dr. (B)(6) at (B)(6) health system. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uti, incontinence, hematuria, obstructive voiding symptoms, urgency, burning, and urinary frequency.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.